Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Ode sent the subject device to a third party laboratory for microbiological testing. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine inspection at the user facility, the subject device repeatedly tested positive for uncertain bacteria. There was no report of infection associated with this report. Olympus followed up with the facility to obtain additional information but without success.